Manufacturer narrative:
This is an investigational device in (B)(4). PMA/510(k) # of similar device:p100022/s001. The ziv6-35-125-6.0-40-ptx-ci stent of lot number c1098259 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. And the following comments were provided by the independent reviewer: findings: implantation angiography, secondary intervention nine months post, and one year follow up ultrasound is provided along with the complaint report. The target lesion was a 12cm long left mid to distal sfa segment characterized by a short proximal stenosis, a relatively normal segment, and then a longer moderate to severely calcified segment containing a 75% stenosis spanning the adductor canal. The sfa was not occluded. The left common iliac artery was diffusely diseased with no normal segment. The right common iliac artery was also diffusely diseased and stented to 8mm. The normal left cia diameter was approximated at 8mm measuring both the lumen and calcified plaque. The proximal left cia was narrowed to 4.5-4.8mm through the majority of its length. Using 8mm as the likely healthy left cia diameter, the artery was narrowed 40-45%. The distal sfa at the popliteal artery junction was narrowed to 2.1mm for a 55% maximal diameter stenosis (rvd of 4.6mm). The left anterior tibial artery was occluded. The left tibial peroneal trunk was diffusely narrowed 50% in comparison to the right. The left peroneal and posterior tibial arteries were diffusely narrow and irregular from atherosclerotic plaque. The right posterior tibial artery origin was narrowed to .8mm. The left posterior tibial and peroneal arteries were diffusely no larger than 2mm in diameter. At secondary intervention, the proximal mid 100mm stent was severely narrowed from neointimal hyperplasia. The remaining stented length was lined with mild neointimal hyperplasia. Inflow limitation mildly worsened in the distal cia however it remained less than 50%. The outflow stenosis at the sfa pa junction remained 55%. The distal runoff was unchanged. The severe in-stent stenosis was eliminated with angioplasty. The year follow up ultrasound demonstrated no recurrent in-stent stenosis. Impression: severe in-stent stenosis developing between implantation and nine months is confirmed. (B)(4) inflow was limited 45% at the left cia and outflow 55% at the sfa pa junction. Although the peroneal artery was patent to the ankle and the left posterior tibial artery patent to the foot, runoff was limited by diffuse moderate tibial peroneal trunk stenosis and a severe posterior tibial artery origin stenosis. These factors increased the likelihood of neointimal hyperplasia. Significant findings relative to the patient's anatomy were observed. Inflow was limited to 45% at the left cia and outflow to 55% at the sfa pa junction. Additionally although the peroneal artery was patent to the ankle and the left posterior tibial artery patent to the foot, runoff was limited by diffuse moderate tibial peroneal trunk stenosis and a severe posterior tibial artery origin stenosis. These factors increased the likelihood of neointimal hyperplasia. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. Severe in-stent stenosis developing between implantation and nine months is confirmed. Cause of adverse events was not observed." The customer complaint can be confirmed as imaging revealed severe in-stent stenosis. According to the imaging review, severe in-stent stenosis developed between implantation and nine months. Inflow was limited to 45% at the left cia and outflow to 55% at the sfa pa junction. Although the peroneal artery was patent to the ankle and the left posterior tibial artery patent to the foot, runoff was limited by diffuse moderate tibial peroneal trunk stenosis and a severe posterior tibial artery origin stenosis. These factors increased the likelihood of neointimal hyperplasia. From information provided, it is known that the patient had pre-existing conditions including hypertension. In addition, the patient experienced worsened claudication. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as the cause of adverse events was not observed on the imaging, a definitive cause of this event cannot be determined. It may be noted that as per the instructions for use restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1098259. According to information provided the patient underwent percutaneous transluminal angioplasty of the stent. No adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images elating to this event, initial description submitted as follows: (B)(6) - restenosis of study stent possibly related to device or procedure. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 80 mm balloon. One 6.0 mm x 40 mm (lot # c1098259, serial # (B)(4)) and one 6.0 mm x 100 mm (lot # c1114300, serial # (B)(4)) zilver ptx v study stents were placed in the left distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stents or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 100 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was .93. On (B)(6) 2015, the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2016, the six-month follow-up clinical assessment was performed. The study leg abi was .7 and the rutherford classification was zero. On (B)(6) 2016, the patient began experiencing worsening claudication. The patient sought treatment and was admitted to the hospital on (B)(6) 2016. On (B)(6) 2016, a digital subtraction angiography revealed "severe" stenosis (percent diameter stenosis in the study lesion evaluated at 50-99% stenosed) in the middle of the stent in the left superficial femoral artery. The common femoral artery was patent. The distal portion of the left superficial femoral artery and the left popliteal artery were also patent. The patient was treated on the same day with percutaneous transluminal angioplasty of the stent in the left superficial femoral artery and patency was established. Core lab evaluation of the imaging from the intervention is not currently available. On (B)(6) 2016, the patient was discharged from the hospital. Reference also related report # 3001845648-2016-00241.

Manufacturer narrative:
This is an investigational device in (B)(6). PMA/510(k) # of similar device:p100022/s001 the ziv6-35-125-6.0-40-ptx-ci stent of lot number c1098259 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Imaging from the secondary intervention has not yet been received by cook research inc. (Cri). Once received, the imaging will be reviewed and the investigation will be updated. From information provided, it is known that the patient had pre-existing conditions including hypertension. In addition, the patient experienced worsened claudication. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that as per the instructions for use restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1098259. According to information provided the patient underwent percutaneous transluminal angioplasty of the stent. No adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6)- restenosis of study stent possibly related to device or procedure. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 80 mm balloon. One 6.0 mm x 40 mm (lot # c1098259, serial # (B)(4)) and one 6.0 mm x 100 mm (lot # c1114300, serial # (B)(4)) zilver ptx v study stents were placed in the left distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stents or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 100 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was .93. On (B)(6) 2015, the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2016, the six-month follow-up clinical assessment was performed. The study leg abi was .7 and the rutherford classification was zero. On (B)(6) 2016, the patient began experiencing worsening claudication. The patient sought treatment and was admitted to the hospital on (B)(6) 2016. On (B)(6) 2016, a digital subtraction angiography revealed "severe" stenosis (percent diameter stenosis in the study lesion evaluated at 50-99% stenosed) in the middle of the stent in the left superficial femoral artery. The common femoral artery was patent. The distal portion of the left superficial femoral artery and the left popliteal artery were also patent. The patient was treated on the same day with percutaneous transluminal angioplasty of the stent in the left superficial femoral artery and patency was established. Core lab evaluation of the imaging from the intervention is not currently available. On (B)(6) 2016, the patient was discharged from the hospital. Reference also related report # 3001845648-2016-00241.